Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. Using an unknown approach, the 90% stenosed lesion was located in a shunt. The 5.0 x 40, 75cm mustang balloon catheter was being used to treat the lesion when the balloon ruptured at 15atms upon first inflation. The ruptured balloon was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Initial examination of the returned device noted that the balloon material was fully deflated but was not wrapped around the shaft of the device. An attempt to inflate the balloon material failed due to a pinhole leak located at the proximal edge of the proximal markerband. A visual and tactile examination of the shaft of the device found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. Using an unknown approach, the 90% stenosed lesion was located in a shunt. The 5.0 x 40, 75 cm mustang balloon catheter was being used to treat the lesion when the balloon ruptured at 15 atms upon first inflation. The ruptured balloon was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).